Manufacturer narrative:
(B)(4). The device was returned for evaluation. Functional leak testing identified a leak at the welded area of the volume indicator port located inside of the housing. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the leak condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned multi-day infusor, a leak was identified. There was no patient involvement. No additional information is available.